Manufacturer narrative:
.

Event description:
After an implant duration of about 54 months, syncope and loss of capture were reported. Apart from the syncope, no further adverse pt side effects have been reported. The device was explanted and returned for analysis.